Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device performance data revealed oversensing. Fourteen ventricular non sustained tachycardia greater than or equal to 190 ms average ventricular-cycle between (B)(6) 2011 and (B)(6) 2011 were seen. Eight ventricular fibrillation episodes less than or equal to 190 ms between (B)(6) 2011 and (B)(6) 2011 were seen as well. The device analysis also showed interference/noise. There were 34.6 counts avg/day of ventricular short interval counts, in 95.10 days, between (B)(6) 2011 and (B)(6) 2011. Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received six inappropriate shocks due to noise following an appropriate shock for an episode of torrsades de pointes. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): analysis of the device performance data revealed oversensing. Fourteen ventricular non sustained tachycardia greater than or equal to 190 ms average ventricular-cycle between (B)(6) 2011 and (B)(6) 2011 were seen. Eight ventricular fibrillation episodes less than or equal to 190 ms between (B)(6) 2011 and (B)(6) 2011 were seen as well. The device analysis also showed interference/noise. There were 34.6 counts avg/day of ventricular short interval counts, in 95.10 days, between (B)(6) 2011 and (B)(6) 2011. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received six inappropriate shocks due to noise following an appropriate shock for an episode of torrsades de pointes. The device was removed and replaced. No further patient complications have been reported as a result of this event. It was further reported that the device had oversensing and the device has been returned.